Manufacturer narrative:
Additional information, this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6012759 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - detachment / significant wetness. A query was run in the electronic quality management system (eqms) on (B)(6) 2026 against "lot number" "6012759" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage fromconnection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing-tubing connector.tubing connector is cracked, split, deformed, leakage may occur. No records were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on (B)(6) 2026 against "lot/batch number" "6012759". No records were found. Batch record review: sub assembly batch record with lot 5c05705 for the main batch record with lot 6012759 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot number 6012759 was provided, however, as the complaint is categorized as reportable, no issues were found during eqms search and batch record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026 while the patient was sitting. The location of detachment was site. The site location was left abdomen. The infusion set was in use for two days. No further information available.